Event description:
Twos observed in atrial tachycardia/atrial fibrillation (at/af) episodes, no true atrial tachycardia/atrial fibrillation (at/af). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).